Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the multiple cubies in drawers 3 and 2 were showing as failed, along with numerous duplication errors. A field service engineer (fse) verified all rear connections and controller functionality, replaced rear controller and retractor band. Also replaced the drawer controller with a spare unit previously removed from another machine. Newer style controller boards remained on back order. After replacing the boards, the fse reconfigured the drawer and manually cleared each error, reloading the affected cubies to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, experienced the duplicate address detected error. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.